Event description:
The user received questionable results for thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4) for samples from one patient. The samples were tested in (B)(6) of 2011, but the user would not provide the specific date of the event. The patient's initial results were a tsh of 13.21 uiu/ml, a ft4 of 1.61 ng/dl and a ft3 of 1.40 pg/ml. These results were reported outside the laboratory. The patient was diagnosed with high tsh and low ft3 levels and began taking tyradin s50 for one month. One month later, the patient's results were a tsh of 15.03 uiu/ml, a ft4 of 1.94 ng/dl and a ft3 of 1.00 pg/ml. This sample was then tested with the lumipulse method and the results were tsh of 0.42 uiu/ml, ft4 of 1.48 ng/dl and ft3 of 2.80 pg/ml. A sample from the patient which was collected one month later when the patient stopped taking the tyradin s50 was tested on the analytical e module and the results were tsh of 14.2 uiu/ml, ft4 of 1.54 ng/dl and ft3 of 0.780 pg/ml. It was unknown if any of the results other than the initial results were reported outside the laboratory. The user would not provide information to determine if the patient was adversely affected. The tsh reagent lot number was (B)(4) and the ft3 reagent lot number was (B)(4). No expiration dates were provided. No information concerning the ft4 reagent lot was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
Interference testing was performed on the patient sample. Testing found an interfering factor in the patient sample which led to unspecific binding of the detection antibody. The interfering factor, present in this sample was specific for ft3 and tsh and might be of igg nature. Additional testing could not be performed to further identify the interferent. An impact of tyradin s50 can most likely be excluded. The active ingredient in this drug is levothyroxine sodium hydrate, which is commonly used for treatment of thyroid. It is unknown whether the patient was harmed by any action taken.